Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product or data logs were returned for evaluation. Clinical details noted placement signal was lost on automated impella controller (aic) while pump remained in proper position and continued to support patient. The failure mode investigated was changed from "placement signal issue" to "optical signal issue" as the impella 5.5 has an optical sensor and no differential pressure sensor. The root cause of the optical signal issue cannot be determined as no product or data logs were returned for evaluation. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient for circulatory support. It was reported that during support, there was a sensor failure where no placement signal and no lv signal were noted. The pump was not explanted as a result of the event. The patient was stable and remained on support. The patient was successfully weaned from the pump and the device explanted. There was no reported harm or injury to the patient.